Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID neu_ptm_prog, serial# unknown; product type programmer, patient (B)(4).

Event description:
It was reported, the patient had fallen a couple of times. The last time was ¿about a month ago or so¿ and they passed out. The patient had also gained a lot of weight and had noticed a change in the pocket site; it moved and would poke out sometimes. The patient had an appointment with their health care provider (hcp) on 2014 (B)(6) to check the pump pocket site because it was loose. Information later received, following the appointment, noted the patient received assistance from their hcp or device manufacturer representative and their concerns were resolved. The device system was used to deliver fentanyl and bupivacaine. Further information including what occurred in terms of any troubleshooting, actions or interventions was not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.